Event description:
Procedure: vats reportedly, the surgeon applied one staple line and then reloaded the stapler. Upon attempting to fire the second staple line the stapler only dispensed about halfway through the line. The stapler then started to make a "popping" sound which indicates the tissue is to thick or dense to fire through. Then surgeon removed the device from the tissue after the handle would not release sulu. A stapler handle and sulu were used and would again would only advance about half way. The surgeon then converted the procedure to a thoracotomy to resect the cancer tumor. Doctor used a different product to finish the case.